Event description:
The following info concerning the event was copied from an e-mail received from a carefusion technical support specialist in (B)(6). "Customer claims when we power on the ventilator with the normal external power source, we can hear the buzzing sound but there is no self-checking sound. The ventilator does delivery that gas normally. The alarm light flashes without alarm sound. We claim a new gde under warranty. To avoid make mistake of troubleshooting. They complete replacement of installing new gde in this avea. The issue has been fixed."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the eval of the device is a summary of the info provided by the foreign distributor to a carefusion technical support specialist in china. Per info provided by the foreign distributor, the most likely root cause in this event was a faulty gas delivery engine (gde). In addition the device was repaired by replacing the gas delivery engine with one from the foreign distributor stock. On (B)(6) 2014, a replacement gas delivery engine was sent to the foreign distributor for them to replenish their stock. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for eval. As of (B)(6) 2014 the alleged faulty gas delivery engine has not been received. Should the gde return for eval, a follow up medwatch report will be submitted once the eval is complete.